Event description:
Tech alleged that the trendelenburg lever is not working. No pt impact.

Manufacturer narrative:
The tech found the trendelenburg valve seat is stuck in the port. The tech replaced the trendelenburg valve to resolve the issue.